Event description:
My CPAP machine reservoir developed black deposits inside the reservoir. I got a new CPAP reservoir, but I was advised by my CPAP supplier, dale sessions of CPAP solutions, here in butte, mt, to discontinue use of the so clean 2 machine, upc number 87293 00086. Therefore, I stopped using my so clean 2 machine. Ref report: mw5150059.